Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand, and customer did not share whether blood glucose level was affected. There was no reported impact to the customer¿s blood glucose level. Technical support helped customer reset pump using provided instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared in future.